Event description:
It was reported that the iab was inserted using an introducer sheath. Immediately after insertion, blood was noted leaking from the introducer sheath. Because of this, the assembly was removed and replaced. There were no pt complications.